Manufacturer narrative:
Unknown taper. The explanted device was received by apollo. Upon visual examination the connecter type associated with the reported events will be determined. Further information has been requested of the initial reporter. To date, no additional device and patient information has been received by apollo. Device labeling addresses the reported event of "leak(s)" as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap system access port needles. Do not use standard hypodermic needles, as these may cause leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had their entire lap-band system removed due to "leaking from system".

Manufacturer narrative:
Taper: rapidport ez strain relief. Device evaluation summary: a visual examination was performed on the received lap-band system with rapidport ez with strain relief. Scratches were noted on the port and needle marks were noted on the port septum. Black particulate matter was noted on the port. Yellow particles were noted on the strain relief. Scratches were noted on the port base. Black particulate matter was noted on the port base and the anchors were noted to be deployed. The band was separated near the buckle. The band ring and shell were noted to be discolored, and were light brown in appearance. An opening was noted in the band tubing approximately one inch away from the tubing/collar junction. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when di water was injected into the port septum, or through the port tubing. An air leak test was performed, and leakage was noted from an opening on the band tubing, near the tubing collar unction, as well as from the shell/ring near where the buckle should be. Under microscopic analysis, the end of the port tubing and band tubing were noted to be striated, and consistent with damage from a surgical tool. The shell/ring, near where the buckle should be located was noted to be striated, and consistent with a surgical end cut. The separate piece of the buckle/buckle strap was noted to have a striated edge, consistent with a surgical end cut. A smooth-edged opening was noted on the band tubing, near the tubing collar junction.